Manufacturer narrative:
Clinicial review: there is a possible temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of infection/hospitalization with report of poorly controlled blood pressure and unspecified labs. However, it is unknown if this patient was utilizing fresenius product(s) at the time the reported event(s) occurred. Currently, there is no allegation nor any objective evidence of a fresenius device malfunction or deficiency, for the reported for the event(s). Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the fresenius cycler with fresenius cassette can be excluded as the cause of the patient¿s reported event (s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection and being recently hospitalized. Additionally, it was noted the patient¿s blood pressure was not under control and unknown labs were not where the clinician wanted them. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: a3.

Event description:
During a customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection and being recently hospitalized. Additionally, it was noted the patient¿s blood pressure was not under control and unknown labs were not where the clinician wanted them. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information was requested, however to date has not been provided.

Event description:
During a customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection and being recently hospitalized. Additionally, it was noted the patient¿s blood pressure was not under control and unknown labs were not where the clinician wanted them. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.